Event description:
The facility representative reported a colleague infusion pump that the "pump head is dead". The reported condition occurred during bio-med testing. There was no pt injury or medical intervention reported. This device utilizes user interface module master software (B) (4) that is categorized as a remediated "colleague 2006" pump. There is no additional info available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.